Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: four photos and one sample were provided to our quality team for investigation. Upon receipt, the product was indicated to be chemo contaminated and unfortunately, could not be evaluated. Through visual inspection of the photos, a particle can be seen inside the syringe on the barrel stopper. A device history review was performed for reported lot 2005230, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the photo and available information, we cannot identify the origin of the particle therefore a root cause cannot be determined at this time. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Root cause description: cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that an unspecified number of syringe 50 ml ll experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: we have a faulty 50 ml bd syringe that was discovered during preparation of chemotherapy on (B)(6) 2020. The syringe is bn (B)(4) exp 30.04.2025, this was used to withdraw drug into the syringe and fragment discovered stuck to black plunger, this was not visible prior to withdrawing drug. On visual discovery of the fragment, the drug was pushed back out of the syringe back into the vial, replacement syringe vial and chemo pin used for preparation of product. The faulty syringe was capped within isolator and passed out of unit for closer inspection and to report to bd.